Event description:
It was reported that during the implant procedure, the guidewire could not be inserted into the lead. The physician elected to no longer use and replace the lead. The patient was in stable condition before, during and post surgery.

Manufacturer narrative:
Final analysis found normal lead characteristics.